Event description:
During a laparoscopic esophagus diverticulum resection procedure, the surgeon fired the instrument on the diverticulum utilizing the tehnique of waiting 20 seconds between closing the device and firing. The firing seemed okay at first, but then after the secod firing,the staple line was opened. The surgeon fired three more times thinking the cartridge were not functioning properly. After the fifth firing, the device was replaced by a new product from a different product code and the resection line was closed. The surgeon closed the large hole in the esophagus using intra abdominal suturing. Due to this event, the surgeon had to perform a feeding jejunostomy and pt was sent to the intensive care unit. Pt consequences include: life threatening, longer hosp stay, and surgery prolonged for 90 minutes.